Manufacturer narrative:
The power cord was returned to philips for failure investigation. The technician reported that the alternating current (ac) power cord 3 with the reported issue of: the power cable was not passing the electrical tests of safety. Through the use of the electrical safety analyzer the ac power cord failed the resistance test, verifying a faulty ground wire portion of the power cord. The resistance measurement of the ground conductor of the power cord is high and out of specification. Discernable visual wear marks were noted on portions of the grounding conductor on side that plugs into the power source which is the reason for the high and out of specification readings. The technician verified that the power cord passes all current leakage testing.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was failing the electrical safety test. It was unknown how the issue was found. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was not passing the electrical safety test, due to the power cable not being in a good working condition. A philips field service engineer (fse) replaced the power cable to resolve the issue. After performing testing, and checking the device, the device was readjusted to the manufacturer's definition, and restored to pre-failure conditions. The system meets the specification for the performed service and is returned to use.